Event description:
Reportable based on device analysis completed on february 21, 2022. The explanted device was returned without an allegation. Analysis of the balloon identified a pinhole fluid leak in the balloon shell consistent with bulging and material fatigue. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed a malfunction with the returned device. The reason for the explant of the balloon was not provided; however, the balloon pinhole and fluid leak would cause the device to malfunction. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified in the balloon shell consistent with bulging and material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed damage. Product analysis confirmed a malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male us, bsc. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event could be traced to a component failure through product investigation.